Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices are not being returned, therefore unavailable for physical evaluations. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within these devices' family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales rep that during a rotator cuff procedure, it was observed that the distal tip of their healix advance knotless anchors 4.75mm broke during tensioning. The sales rep stated that the surgeon removed the broken pieces with no issues and confirmed that no debris was left in the patient. The sales rep reported that the surgeon completed the procedure with another like device using the same bone hole with no patient consequences or delays. The sales rep stated that the bone quality of the patient was average. The sales rep reported that the doctor was not off axis and was not using excessive force when tensioning. The sales rep stated that the devices were discarded by the facility. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.